Event description:
Customer called stating that during troubleshooting the leadscrew made a complete rotation but nothing exited. No leaks or air bubbles were found. After priming a new infusion set insulin did exit but after insertion nothing exited.